Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty CPR adaptor. The CPR adaptor was found to have a faulty pin. The CPR adaptor was replaced to correct the reported malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.